Event description:
It was reported that the patient's mobile power unit (mpu) was not working. A new mpu was provided to the patient. No further information was given.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu), serial number (B)(6), not functioning as intended was not confirmed as no product was returned. The provided information indicated there were no alarms associated with the event and the mpu was exchanged. Multiple attempts were made to obtain additional information regarding additional details of what was not functioning as intended, details of any troubleshooting steps taken, if the mpu had a v-lock connector on the ac power cord, if there were any environmental circumstances that would have affected ac power at the time of the event, if any products would be returned, and if any log files were available; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.